Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level between 50-60 mg/dl. Reportedly, the cartridge was leaking from the cartridge tubing. Bg was treated with sugar pills. Customer loaded a new cartridge to address the issue. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.